Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly, system/interface pcb flex cable assembly and the rotary switch. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u5. This caused the device to immediately enter setup mode upon power on and prevented the rotary knob from being recognized, which was why the customer was unable to enter any data. Both the system/interface pcb flex cable assembly and the rotary switch were ancillary parts and there were on failures with either part.

Event description:
The customer contacted physio-control to report that when their device was powered on a pass code was required; however, their device was not set up to require a pass code. While troubleshooting the issue, the customer attempted to enter in any code and the device would not respond and acted as though it was locked-up. There was no known patient use associated with the reported event.